Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a stripped suretrak tracker screw. No complications were reported/anticipated.

Manufacturer narrative:
No parts were returned as it was discarded by site. If information is provided in the future, a supplemental report will be issued.